Event description:
Allegedly revised for prophylactic removal.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.